Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the superficial femoral artery. A 8.0x40x135cm express ld vascular stent was advanced for treatment. However, during the procedure, it was noticed that stent falling off the balloon occurred. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the express-vascular ld pmtd 8.0x40x135 cm was returned for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The device was received with stent separated from the delivery system. The stent was not returned for analysis. As the balloon catheter had been inflated the stent could potentially have been deployed from the device. A visual examination identified no issues with the tip that could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the superficial femoral artery. A 8.0x40x135cm express ld vascular stent was advanced for treatment. However, during the procedure, it was noticed that stent falling off the balloon occurred. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.